Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6)-year-old female patient who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, pyuria, ovarian cyst, fibroids, iron deficiency anemia, papanicolaou smear abnormal, endometrial biopsy and cervical intraepithelial neoplasia ii. Previously administered products included for an unreported indication: ketorolac, magnesium hydroxide, hydromorphone, glycopyrrolate, fentanyl, diazepam, lidocaine, scopolamine, midazolam, acetaminophen-hydrocodone, flagyl and cefazolin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for contraception, ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016 to (B)(6) 2018 for menorrhagia as well as lansoprazole since (B)(6) 2016, omeprazole since (B)(6) 2016 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), anaemia ("anemia") and urinary tract disorder ("bladder/urinary problems: urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date - (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 process together. Pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), vaginal infection, depression, mental anguish, migraines / headaches, nausea, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), vaginal discharge and weight gain were added. Patient demography added. Medical history, lot number, lab data and concomitant drugs were added. On (B)(6) 2019: pfs received- new events abdominal pain, anemia, gen. Abnormal bleeding and urinary tract problem were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, pyuria, ovarian cyst, fibroids, iron deficiency anemia, papanicolaou smear abnormal, endometrial biopsy and cervical intraepithelial neoplasia ii. Previously administered products included for an unreported indication: ketorolac, magnesium hydroxide, hydromorphone, glycopyrrolate, fentanyl, diazepam, lidocaine, scopolamine, midazolam, acetaminophen-hydrocodone, flagyl and cefazolin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for contraception, ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2016 to (B)(6)2018 for menorrhagia as well as lansoprazole since (B)(6) 2016, omeprazole since (B)(6) 2016 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), anaemia ("anemia") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date - (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.